Manufacturer narrative:
The patient¿s age was reported as ¿in 70¿s¿. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as the patient performed therapy without wearing a mask. On the same day as onset, the patient was hospitalized for the event. On unreported dates in the same month as onset, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported), the patient was retrained on ¿proper connect/disconnect method¿ and aseptic technique. Also, on the same date, the patient's connecting tube (transfer set) was replaced and sterile connecting ultraviolet flash device was switched to the new model (not further specified). One week after onset, the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.